Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.

Manufacturer narrative:
Product complaint(B)(4). Investigation summary the device associated with this report was returned to blackpool manufacturing site for evaluation. Visual examination of the received device cannot confirm the reported allegation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot retain sample testing was perform and nothing indicative of a device nonconformance was found. H10 additional narrative: added: d9, d10 corrected: d3, h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent uka (implants are other company's product) with the cement from jrn product in question. During the surgery, the surgeon noticed that the product did not contain stickers used for the insurance claim. The surgery was completed successfully without any surgical delay. No further information is available.